Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following results:a review of the black box showed an unexplained reboot on 01/13/2014. No damage was found to the battery compartment and no battery cap was returned. A test cap was able to fully tighten on to the pump. The pump was exercised for 24 hours with no power issues. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.